Event description:
It was reported the patient presented for follow-up after implant. During the device check, the atrial leadless pacemaker (lp) was difficult to interrogate. Chest x-ray confirmed the lp had dislodged to the pulmonary artery. The lp was deactivated and a different lp was implanted. The patient was in stable condition.